Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure for the missing coating on the insertion tube. Regarding the sticky components, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the rhino-laryngo videoscope exhibited missing coating on the insertion tube. Additionally, the grip, up/down plate and universal cord were sticky. There was no patient involvement.